Event description:
It was reported that while the programmer was interrogating a pacemaker, the pacemaker went into emergency pacing mode. It was further reported that the radiofrequency programmer head did not work. The programmer and the radiofrequency programmer head were returned for service. Follow-up was conducted, but the information for the pacemaker were not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: mdt-ipg, implantable pulse generator. (B)(4).

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the head did not work, its uplink functional tests were out of specification and the cable was therefore replaced. Concomitant medical products: product ID mdt-ipg. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.